Event description:
It was reported that this right atrial (ra) lead exhibited respiratory rate trend (rrt) noise that resulted in the rrt vector being switched. The health care professional (hcp) had a question regarding the rrt vector switch. Technical services (ts) reviewed the reports and stated that the cardiac resynchronization therapy defibrillator (crt-d) would continue to use the right ventricular (rv) lead channel for rrt. The lead remains in use. No adverse patient effects were reported.